Event description:
It was reported the dfr00v 22.5 diopter model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). In a secondary surgical procedure, the iol was explanted due to complaints of increased glare and halos with night driving. Patient also had difficulty seeing distance at night, street signs. The explanted iol was replaced with a dib00 22.5 diopter iol. There was no incision enlargement, no suture(s), no vitrectomy, no delay in procedure, no medical attention or medication prescribed (outside of standard care). Best corrected visual acuity (bcva) pre-operative: 20/20 and bcva post-operative: 20/20. Patient outcome post-lens exchange was reported as fully recovered. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review, it was noted section d-4 unique identifier (UDI) number did not populate in the initial MDR. Therefore, the UDI information is captured in this supplemental report. The following sections have been updated accordingly: section d-4 unique identifier (UDI) number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.